Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7173539, UDI: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulator (scs) leads had migrated causing infection. The physician believed that the infection was not procedure related and the patient had history of infection with the ipg. The patient underwent a procedure wherein the leads and ipg were explanted and that the patient was doing well postoperatively. Cultures were taken and the results are unknown. The patient was placed on antibiotics and the explanted devices were retained by the medical facility and will not be returned.